Event description:
It was reported that the saw blade snapped off near the welded joint. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for inspection and the event was confirmed. Investigation of the complained device revealed that the saw blade has indeed snapped off near the welded joint. The broken surface is homogenous which indicates material conformity. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and we have to assume that high applied mechanical forces caused the breakage. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. We assume that the complaint condition is due to high mechanical forces applied to the device which caused the breakage and therefore user error contributed to the event.